Event description:
It was reported that the patient experienced feeling ill, weak, nauseated and pre syncopal. The right ventricular led exhibited intermittent capture due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.